Event description:
It was reported that the patient experienced acutely decompensated heart failure and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device was implanted. During the watchman admission, the patient had acutely decompensated heart failure and was diaresed with IV furosemide. The event was resolved on (B)(6) 2025.